Manufacturer narrative:
All instruments were reprocessed prior to use. A steris service technician arrived onsite to inspect the sterilizer and found the unit to be operating properly. No repairs were required and the unit was returned to service. The technician was informed that the employees were not wearing proper ppe, specifically gloves, during the time of the reported event as stated in the operator manual. The v-pro max sterilizer operator manual states (6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit. The v-pro max sterilizer operator manual (1-2) further states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, user facility personnel should ensure that instruments are properly dried prior to placement in the v-pro max sterilizer. The v-pro max sterilizer operator manual (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The technician counseled the user facility personnel on the proper use and operation of the v-pro max sterilizer, specifically wearing proper ppe and properly drying instruments before processing. No additional issues have been reported.

Event description:
The user facility reported that three employees experienced a burn while handling items that were processed in a v-pro max sterilizer. Medical treatment was sought, but the user facility did not disclose if treatment was administered.